Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device not available.

Event description:
It was reported that the patient may need to undergo a revision surgery due to talus subsidence and pain.

Manufacturer narrative:
Correction: h6 device code, results, conclusion. The reported event that unknown_wright medical-arlington_product was alleged of issue ¿adverse impact to patient - postoperatively¿ could be confirmed based on available medical records and healthcare professional assessment the device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed ¿the tibial component has a little bit of radiolucence around the pegs, however, not enough to allow for a clear assessment of loosening or migration. The pe cannot be assessed directly, there is no indirect sign of loosening or fracture, though. The talar component has radiolucence, some compaction and is clearly subsided almost to the lower ankle joint line." Based on investigation, the root cause was attributed to a patient related issue. The failure was caused by insufficient bone substance around the talar component which resulted in instability of the implant if any further information is provided, the complaint report will be updated.

Event description:
It was reported that the patient may need to undergo a revision surgery due to talus subsidence and pain.